Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous ("miscarriage"), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), depression ("depression"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain"), ovarian cyst ("ovarian cysts"), migraine ("excessive migraine headaches") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, dyspareunia, fatigue, depression, tooth disorder, abnormal weight gain, ovarian cyst, migraine and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abnormal weight gain, abortion spontaneous, back pain, depression, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and abortion spontaneous ('miscarriage') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in 2014. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient was found to have a pregnancy with contraceptive device ("pregnant"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), depression ("depression"), tooth disorder ("excessive dental issues"), abnormal weight gain ("excessive weight gain"), ovarian cyst ("ovarian cysts"), migraine ("excessive migraine headaches") and abdominal distension ("abdominal bloating"). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, pelvic discomfort, menorrhagia, back pain, dyspareunia, fatigue, depression, tooth disorder, abnormal weight gain, ovarian cyst, migraine and abdominal distension outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abnormal weight gain, abortion spontaneous, back pain, depression, dyspareunia, fatigue, menorrhagia, migraine, ovarian cyst, pelvic discomfort, pelvic pain, pregnancy with contraceptive device and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-jun-2020: plaintiff fact sheet received. Reporter information updated. Essure stop date added. Case category upgraded to serious incident. Seriousness criteria removed for pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.